Manufacturer narrative:
The customer has not provided further information regarding the event or date of event despite several attempts to obtain it. No information was received on whether any parts were replaced but the ventilator's log files were received for evaluation. Evaluation of the ventilator log files shows that a normal shutdown occurred on (B)(6) 2015. The shutdown at that time indicates that the ventilator was turned off using the on/off switch and was not preceded by a standby mode as usually is the case in a normal shutdown situation. Before the shutdown there were a few alarms for high air way pressure, peep low, respiratory rate high and expiratory minute volume low. There were no technical error codes in the logs. It cannot be determined if the shutdown in the logs was the reported issue but there is no indication in the log files of a ventilator malfunction. No parts were replaced and the pre-use checks performed around the time of the event passed without deviation. The conclusion based on the ventilator log files is that there is no indication of a ventilator malfunction.

Event description:
(B)(4).

Manufacturer narrative:
More information surrounding the event has been sought but not yet received. A supplemental MDR report will be sent when the investigation is completed.

Event description:
It was reported that the ventilator stopped while connected to a patient. The patient was bagged. (B)(4).